Event description:
Per the audiologist, the patient is experiencing pain and non auditory sensations when using the device. The results of an integrity test done 2009, indicate a device failure. Explant and reimplantation is planned but had not taken place at the time of this report july 6, 2009.